Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced incontinence, dyspareunia, vaginal pain and mesh exposure. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.